Event description:
Snare was used to pull wine contralaterally from left iliac artery into a sheath positioned in the right iliac artery. The distal loop separated from the snare while trying to pull the wine into the sheath. The distal loop was recovered with a second snare.

Manufacturer narrative:
The distal portion of the snare was severely bent and curled 180 degrees on itself. The entire loop portion had separated from the core at the joint coil solder attachment. The loop and loop legs were also severely bent and distorted. It appears the device was rigorously manipulated and torqued which may have led to failure of the solder attachment. Thirty comparative sterile samples were taken from 6 different lots in inventory and all passed and exceeded the performance specifiation for tensile and break strength.